Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the emergency room due to inappropriate defibrillation therapy. Upon interrogation, the device was found in backup mode due to event queue overflow. Technical support was contacted and confirmed the shocks were delivered after the device had gone into backup mode, and no episodes were logged due to the backup status. A firmware download was performed to resolve the event and the patient was stable and will continue to be monitored.